Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. As manifestations of the peritonitis, the patient experienced cloudy pd effluent and abdominal pain for two days (dates unspecified). Subsequently the patient was diagnosed with peritonitis. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received unspecified treatment for the event. It was not reported whether the patient recovered from the peritonitis. It was unknown if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.